Event description:
During an implant procedure, low sensing was observed on the right ventricular (rv) lead. Additionally, the rv lead kept displacing during the procedure. Furthermore, insulation damage was alleged due to user error during the attempts to implant the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation and ¿lead appeared ¿broken¿ at the end and there appeared to be a slight break in the insulation.¿ as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of r-wave amp variation and ¿lead appeared ¿broken¿ at the end and there appeared to be a slight break in the insulation¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.